Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found during analysis. Performance information was collect and analyzed. There were no anomalies found in regards to impedance. No issues were observed on impedance measurements and no patient alerts were observed. Noise was noted as an elevated ventricular sensing integrity counter is observed beginning the day of implant at approximately 108 counts between the time of implant (B)(4) 2010 at 12:52:12pm and the next time stamp on (B)(4) 2011 at 4:09:23pm the day of explant. Noise increases to 675.1 average counts/day beginning (B)(4) 2010. There was also no anomalies found in regards to sensing. No atrial sensed measurement is observed on the trend for the implant date. Typically measurement "not taken" are due to continuous sensing during the capture test period. There were no short ventricular-ventricular sensed events of less than 220ms are recorded in the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found during analysis. Performance information was collect and analyzed. There were no anomalies found in regards to impedance. No issues were observed on impedance measurements and no patient alerts were observed. Noise was noted as an elevated ventricular sensing integrity counter is observed beginning the day of implant at approximately 108 counts between the time of implant (B)(6) 2010 at 12:52:12pm and the next time stamp on (B)(6) 2011 at 4:09:23pm the day of explant. Noise increases to 675.1 average counts/day beginning (B)(6) 2010. There was also no anomalies found in regards to sensing. No atrial sensed measurement is observed on the trend for the implant date. Typically measurement "not taken" are due to continuous sensing during the capture test period. There were no short ventricular-ventricular sensed events of less than 220ms are recorded in the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found during analysis.

Event description:
It was reported that loss of capture was observed on the right ventricular and left ventricular channels shortly after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.